Event description:
On (B)(6) 2010, user facility medwatch report (B)(4) was received: while the surgeon was using the da vinci maryland bipolar forceps, it stopped working and broke while in use inside the patient. It was removed from the field and inspected. It was found to have pieces broken off of it. The patient was later found to have three broken plastic pieces in the abdominal area which were removed.

Manufacturer narrative:
On (B)(6) 2010, (B)(6) was contacted regarding the user facility medwatch report (B)(4) received stating maryland bipolar forceps instrument (part number 420172 and lot number m10090731-18) had broken and fell inside of a patient during a da vinci hysterectomy procedure. It was relayed to (B)(6) that isi had received this part on (B)(4) on (B)(4) 2010 for a different reported event. Additionally, failure analysis of this instrument found that it was not broken or missing any parts. (B)(6) stated she would follow up with operating room staff to ensure the correct instrument had been reported and returned. On (B)(4) 2010, a follow up call to (B)(6) was made to request confirmation that the maryland bipolar forceps instrument reported on user facility medwatch report (B)(4) was correct. (B)(6) stated she had not heard back from her operating room staff but will try again to obtain information. On (B)(6) 2010, (B)(6) contacted isi to state that the nurse present for the hysterectomy procedure on (B)(6) 2010 confirmed that a different instrument, a permanent cautery spatula (part number 420184), was the instrument that broke and that the instrument had since been discarded. (B)(6) stated she had no further information to provide isi. Due to the permanent cautery spatula instrument having been discarded by the site, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.